Event description:
It is reported by the pt open weepy skin around stoma in the abdomen area, since her surgery in (B)(6) 2014.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. Pt reports current skin care consists of using (B)(6) shampoo to clean the skin, then nystatin powder and crusting with 3m no sting wipes. Pt does not have box or lot number of product, and reports trying many types of ostomy products since surgery and currently is trying moldable wafer. Samples of sensicare will be sent. Pt was advised to call physician for f/u visit. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected.